Event description:
Prior to the release from the liquid nitrogen freezer to the transplant center, the customer discovered a cracked cryocyte freezing container that contained frozen cord blood. The transplant physician has not made the final decision to use the salvaged product for infusion.

Event description:
A pt with juvenile myelomonocytic leukemia (jmml) rec'd the above mentioned cord blood unit (cbu) in 2003. The bag was split in a starburst pattern. Post thaw the contents were removed from the ziploc overwrap and infused into the pt. There were no untoward events. Samples were taken from the thawed cbu for culture and sensitivity and were all negative. The pt rec'd IV cloxacillin from day 0 till day 6. On day 6, they developed fever with neutropenia and their antibiotics were changed to IV cefepime. The blood cultures were negative. On day 12 blood for engraftment was taken. No dna could be isolated for testing (it was unclear whether the dna was from the pt or from the donor). At around day 20 the pt's white count started to rise and by day 21 the twbc >1000/ul. Over the next few days, there was monocytosis and on day 26 a bone marrow exam confirmed recurrence of disease. All immunosuppression was stopped. Blood tests were repeated on day 27 and the results confirmed no engraftment. Due to the fact that recurrence of the disease occurred so early, it makes it difficult to interpret the role of the cracked cryocyte and whether viability of the cells were impaired. Unfortunately no trypan blue stains were performed and the customer does not have the facilities to perform colony forming unit (cfu) counts on the thawed stem cell products.

Event description:
The pt received the salvaged product from the broken container. No sterility or engraftment info available.